Manufacturer narrative:
A partial lead with the distal tip measuring 53.5cm was returned for analysis. Externalized conductors due to internal insulation abrasion were noted at 7.3-11.3cm from the distal tip. Internal insulation abrasion was noted at 31.2-32.4cm from the distal tip. Internal insulation abrasion under the svc shock coil was noted at 23.8-25.3cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasion under the svc shock coil was noted at 23.4-25.8cm from the distal tip. The etfe coating was abraded at this location, consistent with the field observation of noise.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that while the patient was hospitalized, pauses in pacing due to oversensing of noise was seen on the EKG. Externalized conductors were noted in the patients chart and confirmed on fluoroscopy. Lead was capped and replaced.